Manufacturer narrative:
Device evaluation of battery pack has been completed. The reported problem was confirmed. The battery pack was received with 0 volt output and a defective u3 supervisory ic chip. The u3 supervisory ic had developed an internal short circuit, which in turn drew excessive current from the battery cells. The root cause of the shorted u3 was determined to be the result of an electrostatic discharge (esd) event that caused u3 to latch up. Once latched up, current continued to flow through u3 damaging the ic and discharging the cells. The defective u3 and battery cells will be replaced. No adverse event resulted from the faulty battery pack. The patient received a replacement battery pack.

Event description:
A male patient called lifecor customer support to report that when he placed his full charged battery pack into the monitor, it gave the "reinsert batter" message. After more than 10 attempts, he gave up and placed the original battery pack back into the device which showed 3/4 remaining charge. Support asked the patient to place the suspect battery pack into the charger. The charger displayed an orange discharging cycle led and red flashing battery fault led. A replacement battery pack was provided.